Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had reached explant on (B)(6) of june with last charge time of sixteen seconds. In addition, prior to one month there was one year remaining. Boston scientific technical services did discuss that battery could revert back but would ultimately trip again. As of this time, this ICD device remains in service. No adverse patient effects were reported.